Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited the nozzle was clogged by a whitish material. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the investigation results, the nozzle was clogged with whitish foreign material, could not be identified. The legal manufacturer confirmed there was no deviation from the reprocessing steps. Could not specify root cause of the foreign material remaining in the subject device. Although we confirmed from the photos provided by service business center that the nozzle was clogged with foreign material, we could not identify the foreign material. However, a definitive root cause could not be established. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope.¿ olympus will continue to monitor the field performance for this device.